Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., g.2, h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, broken shell, brown particles in the gel, part of the shell is missing. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: two striated edge broken on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.